Manufacturer narrative:
One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Contact force was displayed when connected to the tactisys unit, with no error messages noted. The device met specifications for optical signal properties and the deformable body thermocouple met specifications during electrical testing; however, multiple short circuits were detected consistent with the reported contact force issue. Fluid was noted within the tygon tubing and saline was noted within the 10-pin and 19-pin connectors, consistent with the detected short circuits. However, the device met specifications during leak testing and the cause of the detected saline leak remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.

Event description:
This report is to advise of an event observed during analysis confirming short circuits at the electrodes.